Event description:
It was reported that during the procedure the physician was not sure if the lead was completely inserted so they removed the lead to reinsert and was unable to engage the setscrew. The screw must have popped out. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.